Event description:
Report received of a death occurring two weeks post perclose use. The physician achieved arteriotomy closure with the closer s 6 fr device after an unspecified procedure. The patient was discharged home. It was reported that two weeks after the procedure, while the patient was going to the bathroom, the patient felt something "pop" in the groin. The patient's condition became progressively worse and the patient expired on an unspecified date. It was reported that the patient was diagnosed with a retroperitoneal bleed. The physician stated that he believes that the retroperitoneal bleed was not associated with the perclose device. Multiple attempts have been made to obtain additional information, but no information has been made available.